Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation trunk cable connector j703 on the distribution node pca was corroded. The root cause for the corroded connector could not be positively identified. There is no adverse event associated with the defective belt.

Event description:
A us distributor reported that an electrode belt's ECG's were non-functional.